Event description:
The customer reported that during a routine check of the iabp, they observed a blank white screen with black lines on display and no information visible. No patient was involved.

Manufacturer narrative:
The company representative observed a blank white screen with black lines on the display and no information visible. The company representative reseated the display cable (part number 0012-00-1429). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).